Manufacturer narrative:
Explant date - six to seven months after total elbow arthroplasty procedure. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number six states, "loosening or migration of the implants can occur due to loss of fixation, trauma, malalignment, bone resorption, and/or excess activity." The examined implants consisted of a radial head and stem. No attempt was made to disassemble the components for this evaluation. The head and stem appear to be tightly attached. There are no areas of highly visible bone growth on the stem's porous metal surface. There is an unknown substance on the porous coated flange which could be bone cement. There is an area of edge damage which could have occurred during implant removal, but it is unknown when the damage occurred. This report submitted march 30, 2011.

Event description:
Patient reported undergoing total elbow arthroplasty on (B)(4) 2009. Subsequently, the patient was revised approximately six or seven months later due to pain. During the revision, the surgeon found the implant to be loose and some damage was noted in the arm. The head and stem were removed but were not replaced with any implants.